Event description:
The customer reported a leak of clear fluid of approximately 5 ml in volume coming out from the left side of a coulter lh 780 hematology analyzer onto the counter top. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, eye protection and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/07/2015 and found a sliced piece of drainage tubing on the bottom of the white blood cell (wbc) bath. The fse replaced the tubing resolving the leak. The instrument ran without leaks and all repairs were verified per established service procedures. (B)(4).